Manufacturer narrative:
Additional information provided in d.9, h.3, h.6 and h.10. Three used cartridges were returned with two unopened cartridges. Two of the three returned used cartridges did not exhibit an adequate amount of viscoelastic. All three used cartridges had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. All three returned used cartridge had damage with internal disruption in the coating on the left side. One of the two returned, unopened cartridges was opened for evaluation. No damage or foreign material was observed. The unopened cartridge was functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens delivery. Top coat day stain testing was conducted with acceptable results. Qualified lens models and viscoelastic were indicated. It is unknown if a qualified handpiece was used. The root cause for the reported issue could not be determined. Based on the review of the returned used cartridges, the reported foreign material may have been internal coating material from the damaged cartridge tips. One unopened cartridge returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. The handpiece information was not provided. It is unknown if qualified products were used. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the (directions for use) dfu may result in delivery issues and/or damage. B. Delivery speed: if the customer delivers the iol (intraocular lens) quicker than the dfu describes, this may result in delivery issues and/or damage. C. Handpiece: the use of a non-qualified hand piece for the combination indicated may result in delivery issues and/or damage. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during 3 intraocular lens (iol) implantation procedures, foreign material like a dirt or a scratch was confirmed on an iol after implantation. The foreign material was removed during the surgeries and no lenses were replaced. No patient harm has been reported. Additional information has been requested.